Manufacturer narrative:
(B)(4). Batch # n91w10. The analysis results found that the el5ml device was received with no damage in the external components. In addition, 3 malformed clips were returned in a plastic bag. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a semi-open sigmoidectomy, the clip became not to be fed into the jaw after several firings. The device was used on the blood vessel. No bleeding occurred. The device was fired out of the patient, but the clip could not be fed into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.